Event description:
The device was brought to a patient's bedside "just in case." According to the report, when the device was powered on, the display dimmed after a few seconds of being on. The device was removed from service after a backup was called for and used. The hospital biomedical department subsequently evaluated the device and observed that the device intermittently would not power up in battery. There were no adverse affects to the patient as a result of the device use.

Manufacturer narrative:
Medtronic evaluated the device and observed intermittent operation in battery backip mode. Medtronic replaced the power supply module and battery, updated device software and then returned the device to the customer for use.